Manufacturer narrative:
A quattro catheters (s/n unknown) were returned to zoll (B)(4) on (B)(4) 2016 for evaluation. No evaluation was performed on the devices based on the condition they were returned, therefore root cause for the reported complaint cannot be determined. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.

Manufacturer narrative:
The zoll catheter has not been received in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the catheter was placed in patient without any difficulty. However; blood was noted in tubing when the cooling therapy was initiated. Catheter was replaced and no harm was noted to the patient.